Event description:
Out-of box failure (obf). While training hospital personnel for use of the device in AED mode and with the device connected to a patient simulator, the reporter stated the device gave a continuous "motion" alarm when the analyze button was pressed.